Event description:
Unit was replaced due to a report of a non-specific lead malfunction. No further injury or complications associated with the event. It is unknown whether this lead was capped or explanted.